Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the arctic sun device had low flow and the patient was slow to cool. The complainant noted that the facility had ran out of appropriate sized pads for the patient and was using three universal pads. The patient had come into the facility for a drug overdose and was currently on versed, propofol, and fentanyl. The patient's temperature was 37.3c with a target temperature of 33c. The water temperature was 4.8c and the flow rate was 1.6 lpm. The patient was set to reach the target within four hours and had been on the device for three hours at the time of the call. Upon call back approximately 2 hours later, the complainant replaced the three universal pads with a full set of pads borrowed from another facility. The patient's temperature was 37.1c and the water temperature was 5.1c. The flow rate had increased to 2.4 lpm. Ms&s discussed causes of heat generation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had low flow and the patient was slow to cool. The complainant noted that the facility had ran out of appropriate sized pads for the patient and was using three universal pads. The patient had come into the facility for a drug overdose and was currently on versed, propofol, and fentanyl. The patient's temperature was 37.3c with a target temperature of 33c. The water temperature was 4.8c and the flow rate was 1.6 lpm. The patient was set to reach the target within four hours and had been on the device for three hours at the time of the call. Upon call back approximately 2 hours later, the complainant replaced the three universal pads with a full set of pads borrowed from another facility. The patient's temperature was 37.1c and the water temperature was 5.1c. The flow rate had increased to 2.4 lpm. Ms&s discussed causes of heat generation.